Event description:
Consumer claims to have been pierced with the inverness ear piercing system at a retail vendor in 2000. Fifteen days later, one ear lobe was swollen around the earring. Consumer sought medical treatment for removal of the earring and antibiotics were prescribed.